Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced elevated blood glucose levels (value not provided). Customer reverted to manual insulin injections for management of blood glucose levels. Troubleshooting could not be performed with tandem technical support as the event occurred in the past; however, customer reviewed pump history and no alerts or alarms were noted for that time frame.